Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting address postal:(B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was no alarm for low blood oxygen due to no rise in oxygen concentration. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. Based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable. It was reported there was no alarm for low blood oxygen due to no rise in the oxygen concentration. Per good faith effort (gfe) response received 21aug2025, the reported issue was unable to be duplicated. The reported issue was unable to be duplicated. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.